Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an increase in baseline pain. This was following a refill session. The location of the symptoms was over the pump location. A volume discrepancy was reported with the pump. The actual residual volume was greater than the expected residual volume. Pt did not provide specific values for volumes. Pt stated they were expecting "1.1 mg" but withdrew "5 mg". Add'l info has been requested, but was not available as of the date of this report.